Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 162 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus and or basal delivery. Motor position encoder error alarm was not confirmed due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.